Manufacturer narrative:
This report contains supplemental information for mentor psr submission reference number (B)(4). Device evaluation summary: during visual inspection of the device it was observed with no apparent damage. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. Reason for device explant and/or reoperation: capsular contracture (grade iii). Manufacturer's report number: (B)(4).

Event description:
This report contains supplemental information for mentor psr submission reference number (B)(4). It was reported that a (B)(6) female patient underwent primary breast augmentation with a 380cc mentor memorygel breast implant and suffered right-sided grade iii capsular contracture postoperatively. As a result, the patient underwent unilateral removal and replacement with a 370cc mentor memorygel breast implant (catalog # smpx370, serial # (B)(4)) on (B)(6) 2019.